Event description:
It was reported that sodium phosphate 15mmol in 100ml IV bag was programmed as a secondary infusion at a rate for 50ml/hr to be infused over two hours at 16:00. Five minutes later, the bag was empty. The pump was programmed correctly and the rate was correct. It was noted that the primary bag was fuller than before the secondary IV medication was started. Laboratory testing of the fluid in the primary medication bag revealed presence of the secondary medication. The event occurred in the burn/trauma high acuity unit. There was no patient harm reported.

Manufacturer narrative:
The report of backflow and a check valve failure was not confirmed. Only the device logs and customer dataset were received for investigation. Log analysis results: the pcu event log shows pump module s/n (B)(6) was programmed to infuse a primary infusion of nacl 0.9% (drugid 1) at a rate of 30ml/hr with a vtbi of 200ml with a secondary infusion of sodium phosphate peripheral 15mmol/110ml (drugid 558) at a rate of 55ml/hr with a vtbi of 110ml at 4:00 pm on (B)(6) 2020. At 4:05 pm, the user paused the infusion and then restarted at 4:07 pm. Twenty-six seconds after restarting, the user channeled the device off. The volume recorded as being infused during this period was 5.11ml for the secondary infusion. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported backflow and check valve failure was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 02 january 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 12 january 2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no device to be returned, log review analysis only.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per previous discussion with the customer, it is their policy not to provide any patient information. The event logs have been received and the evaluation is pending.

Event description:
It was reported that sodium phosphate 15mmol in 100ml IV bag was programmed as a secondary infusion at a rate for 50ml/hr to be infused for two hours at 16:00. Five minutes later, the bag was empty. The pump was programmed correctly and the rate was correct. It was noted that the primary bag was fuller than before the secondary IV medication was started. Laboratory testing of the fluid in the primary medication bag revealed presence of the secondary medication. The event occurred in the burn/trauma high acuity unit. There was no patient harm reported.